Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 40-year-old female patient who had essure (batch no. 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tv trichomonas vaginalis (urogenital trichomoniasis) in (B)(6) 2016, vaginal disorder, vaginitis, bacterial vaginosis, human papilloma virus antibody positive, morbid obesity, dysfunctional uterine bleeding, uterine bleeding, hyperkalemia, paratubal cyst, cesarean section, uterine leiomyoma, uterine bleeding, uterine enlargement, vaginal discharge, venereal disease nos, trichomonal vaginitis, hyperkalemia and shortness of breath. The patient denies any recent injury or accident. Denies fever, cough, chest pain, palpitations, shortness of breath, abdominal pain, vomitting, diarrhea, dysuria denies si/hi denies depression at this time. Previously administered products included for an unreported indication: naproxen and metronidazole. Concurrent conditions included shoulder pain since (B)(6) 2016 and morbid obesity. Concomitant products included cefixime (flexeril) since (B)(6) 2016, ibuprofen since 2003, nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection type: vaginal") with vaginal discharge, depression ("depression/ psych injury"), anxiety ("anxiety and mental anguish") and fatigue ("fatigue,"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), hirsutism ("facial hair growth"), urinary tract disorder ("bladder or urinary problems or changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea,") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced uterine polyp ("endometrial polyp") and was found to have leiomyoma ("leiomyoma"), 9 years after insertion of essure. On an unknown date, the patient experienced abdominal pain ("pain abdomen"). The patient was treated with ibuprofen (motrin children), methocarbamol (robaxin), naproxen and surgery (on (B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved, the dysmenorrhoea, dyspareunia, vaginal infection, hirsutism, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, uterine polyp, fatigue, weight increased and leiomyoma outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hirsutism, leiomyoma, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine polyp, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient was treated for trichomonas vaginalis in jul2016. She had multiple paratubal cysts in left and right fallopian tube, which was revealed post salpingectomy (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included tv trichomonas vaginalis (urogenital trichomoniasis) in (B)(6) 2016, vaginal disorder, vaginitis, bacterial vaginosis, human papilloma virus antibody positive, morbid obesity, dysfunctional uterine bleeding, uterine bleeding, hyperkalemia, paratubal cyst and cesarean section. Previously administered products included for an unreported indication: naproxen and metronidazole. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced hirsutism ("hormonal changes describe: facial hair growth"), urinary tract disorder ("bladder or urinary problems or changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6) 2017, the patient experienced uterine polyp ("endometrial polyp") and was found to have uterine leiomyoma ("leiomyoma"), 9 years after insertion of essure. On an unknown date, the patient experienced fatigue ("fatigue,") and abdominal pain ("pain abdomen"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the hirsutism, urinary tract disorder, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, depression, anxiety, bladder disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, uterine polyp, fatigue, weight increased and uterine leiomyoma outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hirsutism, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine leiomyoma, uterine polyp, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient was treated for trichomonas vaginalis in (B)(6) 2016. She had multiple paratubal cysts in left and right fallopian tube, which was revealed post salpingectomy (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs+mr received: event did you undergo an essure confirmation test: no, hormonal changes describe: facial hair growth, abnormal bleeding (vaginal,menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, anxiety and mental anguish, bladder or urinary problems or changes, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, other injury(ies) or complication (s) please describe: leiomyoma, endometrial polyp added. Medical history, lab data, treatment and concomitant drugs added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tv trichomonas vaginalis (urogenital trichomoniasis) in (B)(6) 2016, vaginal disorder, vaginitis, bacterial vaginosis, human papilloma virus antibody positive, morbid obesity, dysfunctional uterine bleeding, uterine bleeding, hyperkalemia, paratubal cyst, cesarean section, uterine leiomyoma, uterine bleeding, uterine enlargement, vaginal discharge, venereal disease nos, trichomonal vaginitis, hyperkalemia and shortness of breath. The patient denies any recent injury or accident. Denies fever, cough, chest pain, palpitations, shortness of breath, abdominal pain, vomiting, diarrhea, dysuria denies si/hi denies depression at this time. Previously administered products included for an unreported indication: naproxen and metronidazole. Concurrent conditions included shoulder pain since (B)(6) 2016 and obesity. Concomitant products included cefixime (flexeril) since (B)(6) 2016, ibuprofen since 2003, nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection type: vaginal") with vaginal discharge, depression ("depression"), anxiety ("anxiety and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping") and fatigue ("fatigue,"). In (B)(6) 2008, the patient experienced hirsutism ("facial hair growth"), urinary tract disorder ("bladder or urinary problems or changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced uterine polyp ("endometrial polyp") and was found to have leiomyoma ("leiomyoma"), 9 years after insertion of essure. On an unknown date, the patient experienced abdominal pain ("pain abdomen"). The patient was treated with ibuprofen (motrin children), methocarbamol (robaxin), naproxen and surgery (on (B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the hirsutism, urinary tract disorder, vaginal infection, female sexual dysfunction, depression, anxiety, bladder disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, uterine polyp, fatigue, weight increased and leiomyoma outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hirsutism, leiomyoma, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine polyp, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient was treated for trichomonas vaginalis in (B)(6) 2016. She had multiple paratubal cysts in left and right fallopian tube, which was revealed post salpingectomy (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received. Event outcome was updated for the events: abnormal bleeding (vaginal, menorrhagia).event onset date was updated. Concomitant drugs, treatment drugs and concomitant conditions were added. Reporter's information was updated. Device monitoring procedure event was deleted as hsg test has already been captured in patient tab. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 40-year-old female patient who had essure (batch no. 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tv trichomonas vaginalis (urogenital trichomoniasis) in (B)(6) 2016, vaginal disorder, vaginitis, bacterial vaginosis, human papilloma virus antibody positive, morbid obesity, dysfunctional uterine bleeding, uterine bleeding, hyperkalemia, paratubal cyst, cesarean section, uterine leiomyoma, uterine bleeding, uterine enlargement, vaginal discharge, venereal disease nos, trichomonal vaginitis, hyperkalemia and shortness of breath. The patient denies any recent injury or accident. Denies fever, cough, chest pain, palpitations, shortness of breath, abdominal pain, vomitting, diarrhea, dysuria denies si/hi denies depression at this time. Previously administered products included for an unreported indication: naproxen and metronidazole. Concurrent conditions included shoulder pain since (B)(6) 2016 and morbid obesity. Concomitant products included cefixime (flexeril) since (B)(6) 2016, ibuprofen since 2003, nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection type: vaginal") with vaginal discharge, depression ("depression/ psych injury"), anxiety ("anxiety and mental anguish") and fatigue ("fatigue,"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), hirsutism ("facial hair growth"), urinary tract disorder ("bladder or urinary problems or changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea,") and was found to have weight increased ("weight gain"). On(B)(6) 2017, the patient experienced uterine polyp ("endometrial polyp") and was found to have leiomyoma ("leiomyoma"), 9 years after insertion of essure. On an unknown date, the patient experienced abdominal pain ("pain abdomen"). The patient was treated with ibuprofen (motrin children), methocarbamol (robaxin), naproxen and surgery (on (B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved, the dysmenorrhoea, dyspareunia, vaginal infection, hirsutism, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, uterine polyp, fatigue, weight increased and leiomyoma outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hirsutism, leiomyoma, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine polyp, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient was treated for trichomonas vaginalis in (B)(6) 2016. She had multiple paratubal cysts in left and right fallopian tube, which was revealed post salpingectomy (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events bladder or urinary problems or changes was changed to recovered. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.